Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the surgeon was unable to aspirate. Additional information and product sample have been requested.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report; it is not likely that a recurrence would result in serious injury. (B)(4).

Event description:
Additional information was received which indicated that the aspiration failure occurred during the irrigation-aspiration step of the procedure. The cassette was replaced and the procedure was completed. There was no patient harm.